Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the implant broke during the procedure. It was a narrow disc space and the peek flanges broke as the surgeon was hammering it in the disc space. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :visually identified peek upper component ears broken off and not returned for analysis. Optical and microscopic examination did not identify damage to the nose of the peek upper component. Optical and microscopic examination of the implant identified very light surface marks on the peek scallop features of the peek component. Unable to determine definitive root cause from the available information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.